Manufacturer narrative:
H3: evaluation summary: pins were disengaged using pin removal tool to find condition of pins. Pin separation may occur if the two pins are not fully engaged. This may occur if soft tissue is trapped betwen pin and implant thereby preventing complete engagement. No x-ray or other visual means were provided to confirm whether locking occurred or not. H6: evaluation codes: only the inner and outer pins of the humeral assembly were returned. Inner pin was engaged in outer pin. An attempt to disassemble pins were not made, as this may have further damaged the components. As a result, only minimal dimensional analysis was possible. One of the prongs on the inner pin is bent inward and the head exhibits gouging. Device history records indicate manufacture to specification.

Event description:
It was reported that the device was implanted 2006, and that the 6 week post-op x-ray showed the hinge pin was disengaged and several millimeters of the pin, which normally is not seen on an x-ray, was extended and visible. Although the function of elbow was adequate at the time of 6 weeks post-op visit, the surgeon decided to revise the elbow by swapping out the disengaged hinge pin for a new component 2 months later. As the surgeon was removing and inspecting the failed hinge pin during the revision, he noticed that one of the four prongs was bent on the male component of the hinge pin.